Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the smartpump dual channel did not hold enough pressure in the cuff causing bleed through at the surgical site during the course of a procedure. The patient lost approximately 100ml of blood, and received 3 units of blood post operatively. A surgical delay of unknown length was reported; however, no additional anesthesia was required. The procedure was completed successfully.

Event description:
It was reported that the smart pump dual channel did not hold enough pressure in the cuff causing bleed through at the surgical site during the course of a procedure. The patient lost approximately 100ml of blood, and received 3 units of blood post operatively. A surgical delay of unknown length was reported; however, no additional anesthesia was required. The procedure was completed successfully.

Manufacturer narrative:
During failure analysis, the reported event was not confirmed. The returned device was functionally tested, and no pump or pressure related malfunctions were confirmed. The pump did not cycle abnormally, and was able to attain and maintain pressure with no problems. However, since the cuff and/or fill line was not returned for evaluation and no failures or malfunctions related to the reported event were identified on the returned smartpump, no further root cause determination was performed for this event. The device was serviced for preventative maintenance, and returned to the user facility.